Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump as normal.